Event description:
It was reported that a patient presented with shocks that failed to convert patient arrythmia. Dft testing was performed, but failed. The patient was implanted with a sub q coil on (B)(6) 2025, which allowed for conversion of the arrythmia. No further adverse patient consequences were reported.